Manufacturer narrative:
A lead experiencing high impedances as the onset of device implantation was reported to abbott. The device was discarded and not returned for evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.

Manufacturer narrative:
This was previously reported as a malfunction, this supplement serves as a purpose to add the fsca number and fsca information. Corrected data: b1 - product problem checked off. H7 - correction (other remedial action) added. H9 - 1627487/06/02/2017/001-c added. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the ipg was inoperable and would not communicate with external devices. As a result, the ipg was explanted and replaced. Surgical intervention resolved the issue.